Manufacturer narrative:
(B)(4). Investigation results- a review of the complaint history, documentation and quality control (qc) was conducted for the purpose of this investigation. Product was not returned to assist in the investigation. There are controls in place to detect leakage while in the manufacturing process. This valve is 100% leak tested per quality control measures. Final inspection for check-flo valve assembly requires the device to be 100% air leak tested and inspected to "confirm appropriate check-flo assembly has been used." Additionally, glued fittings are 100% verified by manually twisting the valve assembly to assure secure joint of cap to disc and check-flo body. Measures have been previously initiated to address this issue risk assessment concluded that the risk to patient was determined to be low. The appropriate personnel have been notified. We will continue to monitor for similar complaints.

Event description:
Leakage was noted at the check flo of the performer introducer. Another device was used to complete the procedure with no harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Device code: leakage is not labeled. The event is currently under investigation.

Event description:
During an angioplasty procedure, leakage was noted at the check flo of the performer introducer. Another device was used to complete the procedure with no harm to the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.